Event description:
It was reported that the system 9800 would not fully initialize on the first attempts of the day. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the cpu circuit board should be replaced along with the video controller and the system interface circuit boards for configuration reasons. The hard disk and cpu interconnect cables were also replaced. The system was tested and found to be working as intended and placed back into service.